Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had externalized conductors discovered during a routine generator replacement confirmed via fluoroscopy. The patient was asymptomatic. The physician elected to leave the lead in service. The patient was stable following the procedure and will be followed normally.